Event description:
An individual from co's international and research department called to inform that a customer called them and pt did not sound well. Later the customer was contacted and they sound lethargic. The customer infomed that they were having difficulty doing a set change for over an hour. During the call the customer started that they did not feel ok and they would like the paramedics to be called. The paramedics arrived and began to deliver insulin to the customer. Troubleshooting was not performed at the time of call due to condition of the customer.